Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 20261608.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and paddle lead were discarded. No further information has been obtained despite good faith efforts.